Manufacturer narrative:
Investigation included a review of complaint details and assessment of reported use conditions. Investigation of this case revealed a charger that failed to charge, with suspected fluid exposure. It was concluded that the reported issue was consistent with a charger malfunction consistent with water damage, and a replacement was provided.

Event description:
It was reported that the charger for an ilet system was not functioning, as the user stated it would not power the device after attempts with multiple outlets and suspected water damage to the charger. Symptoms included no clinical effects. Outcomes included replacement supplies shipped.